Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: (B)(6) hospital. E3: reporter is a j&j employee. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation was performed for the finished device (part # 04.120.601s lot # 258p296), and no non-conformances / manufacturing irregularities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation surgery for a femoral diaphyseal fracture with locking attachment plate. The locking attachment plate was placed and drilled, resulting in a situation where cortical bone was shaved in all holes. Therefore, the product in question was not installed, but was replaced with a periprosthetic screw. The surgeon requested a va locking screw for secure insertion. The surgery was completed successfully with a 30-minute delay. The patient outcome was stable. This report involves one 3.5mm ti lckng attachment pl f/4.5mm lcp plate/4h-ster. This is report 1 of 1 for (B)(4).